Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The cause of the patient¿s wound dehiscence and subsequent mobility issue reported cannot be conclusively determined but may be related to a patient condition or trauma to the surgical incision site. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0220 - logic femoral ps cem left sz 2: a744576; 02-012-45-2020 - logic tibial fit tray cem sz 2f / 2t: a524100; 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: s447598; 200-02-26 - three peg patella 26mm: a655812. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 7 month(s) and 7 day(s) post-operative of a left tka, it was reported via clinical study that the patient experienced medium raffia failure - dehiscence, failure of arthrotomy suture. Patient reports inability to walk stairs, no pain at rest, and can walk without aids. I request eco preferential extender device. Preferential point for raffia review. The reported action taken for this event states surgical intervention and the outcome remains continuing. The case report form indicates that this event is unlikely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.